Event description:
It was reported that a large volume infusor was unable to deliver medication. The device was filled with 233 ml of saline and fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from june 27, 2014 to june 28, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.